Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 33.3cm distal to the stimulation end. All channels measured open due to the broken wires. The cause for the event remains unknown.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.